Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): these radio frequency (rf) heads were returned and analysis verified a bad rf head cable on each.

Event description:
It was reported that the radio frequency heads were not able to detect the presence of implanted devices. They were returned for repair. No patient complications have been reported as a result of this event.